Event description:
It was reported by service report that the side rail was giving an error message for the I-awarness system. There was no patient involvement; however, the service report notes do not indicate if there were adverse consequences reported.